Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked, flattened and stretched out. During fluid path test, fluid was found leaking through a tear on the exposed portion of soft cannula, where the distal tip of formed needle rested. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any timeouts or drive stall during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 367 mg/dl despite multiple corrections while wearing the pod between 4 and 24 hours on the infusion site (arm). The pod was reportedly leaking insulin during wear and the cannula appeared longer than usual. As treatment, basal was increased and the patient did not eat. The pod was removed, a new pod was applied, and a correction was administered.